Event description:
On 08/18/2022, a distributor of infutronix reported a complaint on behalf of an end user: "the pump would power off on its own every 2-3hrs the rate would change from 8.0 to 4.0 while receiving therapy in her home. Patient was connected to a catheter and they had ankle surgery." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.